Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
During inspection of our loaner implants, it was found that there were two cages that have the marker-pin's hole not through the entire cage.